Manufacturer narrative:
Thermogard xp ivtm system in complaint will not be returned for investigation. Therefore physical investigation will not be performed. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that tcmid:06 (cooling engine post failure) error occurred. The issue was noted when device was being setup for a patient. Another thermogard was used for the therapy. No adverse patient consequences were reported.